Event description:
A report was received that the patient developed infection at the ipg site with symptom of swelling. The patient was treated with antibiotics. The physician was not sure as to the cause of infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot #: 17310474, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.